Event description:
It was reported that an unknown patient underwent an ablation procedure with the carto 3 system. It was reported by the sales rep as following: when creating the map after while the map shifted during an afib ablation. Managed to complete the case by creating a new map. No patient consequences. No delay. The system did not provide any error we discovered the map shift through x-ray machine. The difference was 0.5 - 1 cm. The issue seen during the ablation. The physician did not perform cardioversion and the patient did not move also he was under general anesthesia. No patient consequences were reported. Map shift without patient movement/cardioversion is MDR-reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an ablation procedure with the carto 3 system. It was reported by the sales rep as folllowing: when creating the map after while the map shifted during an afib ablation. Managed to complete the case by creating a new map. No patient consequences. No delay. The system did not provide any error we discovered the map shift through x-ray machine. The difference was 0.5 - 1 cm. The issue seen during the ablation. The physician did not perform cardioversion and the patient did not move also he was under general anesthesia. No patient consequences were reported. Device evaluation details: field service engineer (fse) followed up with the account and confirmed that there was an unnoticed map shift during the case. No patch movement was noted, drugs were given before the procedure, no defibrillation, metal values were good. According to company representative, map shift was not reproduced, and the system performs to specifications. Data related to the reported issue was sent to the device manufacturer. The issue was investigated at device manufacturer. It was confirmed that the reported map shift was caused by the patient movement (despite it was reported that there was no patient movement prior to the map shift), there was chest patch move during the procedure and the heart moved without compensation from the back patches. Map shift due to a patient movement even if no error message present is a normal or expected response from the system. There was no system malfunction. The issue was related to user error. System is operational. A manufacturing record evaluation was performed for the carto 3 system # 35317, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).